Event description:
It was reported that there was a malfunction on the pump with a malfunction code displayed as malf 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.